Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / abdominal pain") and genital haemorrhage ("heavy bleeding") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's past medical history included colposcopy and pap smear abnormal. Previously administered products included for birth control: implanon. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("outside ovaries pain / fallopian tube pain"). The patient was treated with surgery (bilateral salpingectomy surgery for removal of essure in apr-2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal discharge and adnexa uteri pain outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain lower, adnexa uteri pain, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, vaginal discharge, outside ovaries pain, fallopian tube pain, she did not undergone essure confirmation test", reporter, concomitant and historical condition and drug added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy surgery for removal of essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including severe cramping / abdominal pain. The plaintiff was submitted to a salpingectomy to remove essure in (B)(6) 2015. Abdominal pain may occur among women under essure use. In the present case, the plaintiff started to experience abdominal pain after essure insertion. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping / abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy surgery for removal of essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 and reported adverse events including severe cramping / abdominal pain. The plaintiff was submitted to a salpingectomy to remove essure in (B)(6) 2015. Abdominal pain may occur among women under essure use. In the present case, the plaintiff started to experience abdominal pain after essure insertion. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.